Event description:
It was reported the asymptomatic patient presented for an implant procedure. Once the new lead was connected to the device, the lead's pacing impedance was below the normal range. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2cm. Analysis was completed. No lead anomaly found.